Event description:
It was reported that the patient had a bypass surgery today. A review of previous x-rays and the x-rays done today confirmed that this electrode had dislodged. The low energy impedance today is 50 ohms. The last impedance reading was 80 ohms, so the impedance has dropped. The intrinsic amplitudes have decreased. The physician is considering repositioning the electrode. There were no additional adverse patient effects. The system remains implanted.